Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully loaded a new cartridge to resume insulin therapy. Additionally, it was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged cartridge o-ring issue was verified, but the cartridge fit issue could not be verified.